Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the dark images are likely attributable to broken light-guide fibers due to wear and tear. The reported "no image" of the right video scope is likely attributable to a defective r-unit. Also, the reported "no image" to the right scope is likely due to a broken lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable exhibited a green screen during a laparoscopic hysterectomy. The procedure was completed using different endoscope instrument set but the same laparoscopic tower. The procedure start was not delayed, but procedure time was extended approximately 45 minutes due to changing of different scopes to get the optimal vision for surgery. There were reportedly 5 other scopes involved in the event. The surgery was completed successfully. There was no patient harm or consequence reported as a result of the event. Additional information received from the customer clarified that 5 different scopes were used as the scopes failed to provide an optimal picture on the laparoscopic stack. These either produced excessively dark images or failed to display any image on the screen. The scopes were either 30-degree endoeyes or 30-degree 10-millimeter olympus scopes with unknown serial numbers. This event required 6 medwatch reports with the following patient identifiers: (B)(6) - for the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable with the green screen: (B)(6) - for the unknown videoscope 1/5. (B)(6) - for the unknown videoscope 2/5. (B)(6) - for the unknown videoscope 3/5. (B)(6) - for the unknown videoscope 4/5. (B)(6)- for the unknown videoscope 5/5. This medwatch report is for patient identifier (B)(6).